Event description:
It was reported that a patient with spinal canal stenosis underwent a procedure at l4/5 in which the tip of sounding /feeler probe broke off during use. The surgeon retrieved the fragment successfully and no patient injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer. Probe bent in multiple locations starting ~55 mm from the end of the tip, with approximately 21 mm of the tip missing and not returned for analysis. Microscopic examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, nature and location of fracture the surface suggests failure due to bend stress overload.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of all documents included in the DHR did not identify any applicable non-conformances to specification or deviations in procedure that might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.